Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while he was sleeping, his site torn out due to which he experienced dehydration and high blood glucose level. Therefore, on (B)(6) 2020, the patient went to the emergency room with blood glucose level of 400-500 mg/dl, where he received intravenous fluids but did not remember which fluids were administered. He also stated that he had diabetic ketoacidosis but did not remember the ketone levels. After staying for 20 hours in the emergency room, the patient was unstable and was subsequently admitted to the hospital due to diabetic ketoacidosis. Patient's highest blood glucose level was 680 mg/dl. Moreover, the infusion set had been used for 2-3 days. During hospitalization, he received fluids and intravenous medication (drug name unknown) as corrective treatment, which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. No further information available.